Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product used for the treatment purposes. A potential root cause for this failure mode could be due to kinked or partially collapsed drainage lumen which resulted in insufficient drainage of urine from the bladder. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Instructions for use: 1. Open csr wrap to form sterile field. 2. Place under pad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Open lubrication-lubricate catheter. 7. Prep patient with povidone-iodine swab sticks. 8. Proceed with catheterization in usual manner. 9. If specimen is required, fill sterile container from catheter. 10. Top tray may be placed on basin to help prevent spillage." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that despite correct anatomical location placement the straight catheter did not drain the urine. A second straight catheter was placed in the same location and the urine was returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that despite correct anatomical location placement, the straight catheter did not drain urine. A second straight catheter was then placed in the same location and urine was returned.